Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced recurrent urinary tract infections, pelvic pain, worsening incontinence, hematuria, dyspareunia, recurrent prolapse, vaginal disfigurement, neuromuscular problems and bladder neuropathy. A mesh revision and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.